Manufacturer narrative:
(B)(4). No product was returned. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following implants were removed today during knee revision surgery by mr (B)(6) hospital. The 158124008 lot d14090146 4 8mm stb tibial insert 158140000. Lot 8083182. Size 4 cocr tibial tray. Reason for revision was aseptic tibial loosening. Original surgery 2015. The surgeon hasn¿t requested any follow up.